Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A healing collars (hc445) was returned for investigation. Visual evaluation of the as returned product identified that the devices were in good condition. Functional testing was performed using applicable in-house implant; the device was able to assemble with the mating implant successfully. Pre-existing patient conditions and implantation duration are irrelevant to this investigation. Doctor was attempting to place devices on unknown tooth locations when the incident occurred. X-ray or picture images were not provided and no other information was provided. DHR review for the lot (2019030801) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2019030801) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified as the associated implants were not returned.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a healing abutment (hc445) could not fit into the implant. No indication of serious injury has been reported at the time of this report.